Manufacturer narrative:
(B)(4). D10: cat: 110024773, lot: 65783881, juggerstitch curved implant. Cat: 110024773, lot: 892350, juggerstitch curved implant. Cat: 110024773, lot: 011060, juggerstitch curved implant. Cat: 110024773, lot: 190020, juggerstitch curved implant. G2: foreign- portugal. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded as a biohazard by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately four months post-initial surgery due to pain and to remove fractured pieces produced from the needle fracture of the device that were retained in the patient's body. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: d4 (lot number). Reported event was confirmed by review of pictures. Visual examination of the returned product/provided pictures identified 2 needles fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2023 -02397.